Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was sticking out. Customer's blood glucose level was 359 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the motor pushes the drive support cap when rewinding the insulin pump and the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Unable to perform basic occlusion test, occlusion test and prime test due to detached end cap. No loose drive support cap noted.